Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (daily, dose and duration not reported) and ip meropenem (daily, dose and duration not reported) for peritonitis. Dianeal therapies were ongoing. The cause of the peritonitis was unknown. At the time of this report, treatment was ongoing and the patient was recovered from the event. No additional information is available.